Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable and the power control board were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer and fe described a situation in which the system likely failed to boot up. There is no report of death or serious injury associated with this complaint.